Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi (bvvi) mode resulting in high voltage therapy being disabled. The implanted system was not conditional for an MRI. The device was reprogrammed to resolve the event. The patient was stable.